Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a percutaneous fusion surgery. It was reported that the tip of the guidewire broke off in the vertebral body. The broken off portion could not be retrieved from the patient.